Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure on (B)(6) 2014. According to the complainant, seven minutes into the procedure a cervical leak was noted and a subsequent fluid loss alarm appeared. The case was terminated. It was reported that the patient received 3rd degree burns to the internal vagina and posterior cervix. The patient was admitted for monitoring and discharged on the same day. Bactroban was applied to the burn areas and the patient was prescribed premarin topical cream and pain medications. The patient's condition at the conclusion of the procedure was reported to be doing good. The patient was returned for a follow up appointment with the physician on an unknown date. The patient is reported to be healing as expected. She is continuing her prescription regimen. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Manufacturer narrative:
Visual exam of the returned genesys hta procedure set identified no issues with the sheath assembly. The cassette back plate screws were corroded and the cassette communication board pins were corroded; two of the pins were bent. The corrosion most probably occurred post-procedure as a result of saline exposure. It can therefore be concluded that corroded and damaged contacts most likely did not contribute to the complaint event. Analysis of the device noted that the clinical failure mode of patient burn could not be evaluated. Patient thermal injuries are an inherent risk of the hta procedure as indicated in the genesys hta system user's manual/dfu. Based on information available at this time, the most probable root cause classification for the clinical failure mode is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure on (B)(6) 2014. According to the complainant, seven minutes into the procedure a cervical leak was noted and a subsequent fluid loss alarm appeared. The case was terminated. It was reported that the patient received 3rd degree burns to the internal vagina and posterior cervix. The patient was admitted for monitoring and discharged on the same day. Bactroban was applied to the burn areas and the patient was prescribed premarin topical cream and pain medications. The patient's condition at the conclusion of the procedure was reported to be doing good. The patient was returned for a follow up appointment with the physician on an unknown date. The patient is reported to be healing as expected. She is continuing her prescription regimen. An additional attempt has been made to obtain follow up event details with no response from the clinician. Additional information received on february 18, 2014. Patient's follow up visit with the physician revealed that the burn had healed up.